Event description:
Anastomotic leak - fecal content was found in the drain one day post operation. Exploration by scope was done. The distal ring was intact. In the proximal ring, half of the circumference of the anastomosis was open (dehiscent). In the same room after the procedure, the patient had a cardiac arrest. The death is not device related as according to the physician, the cause of the death was cardiac arrest (m/p emboli) as fecal material one day post op does not cause death.

Manufacturer narrative:
It was reported that the donuts were intact and a leak test was not done in the procedure. The car 27 surgical technique instructions require to perform a leak test as integral part of the procedure. As a corrective action, this requirement was better emphasized by revising both written training materials and training procedures.